Event description:
I had essure implanted on (B)(6) 2013 and immediately started having sharp, shooting pain in my ovary area. I broke out in a chronic rash, gained 10 lbs without changing diet and even after starting yoga 5 days a week. Had chronic hip and knee aches/pains and kept feeling worse and worse.